Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following cataract surgery with intraocular lens (iol) implantation, the patient experienced mild posterior capsular opacification (pco). The patient underwent treatment (unspecified surgical intervention) to remove the pco and was doing well. The patient recovered from the event. The event was related to the device. It was also reported that the event was related to the test procedure.